Event description:
The customer reported a drive tube break that occurred during a treatment procedure. Customer called to report dive tube break during treatment procedure. Customer reported that there was a tear on the drive tube that occurred right above the drive tube latch and sprayed blood onto the walls of the centrifuge. Customer stated the treatment procedure was aborted and there was no return of blood of products to pt.

Manufacturer narrative:
Batch record review: a review of the lot file for b304 was performed. There were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot b304 was performed. There was 1 additional complaint reported for drive tube leaks to date for this lot. The assessment is based on info available at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).